Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced mispositioned of electrode lead causing non-auditory percepts in response to stimulation under tongue and throat area. Subsequently, the device was explanted under general anesthesia on (B)(6) 2024. There are no plans to reimplant the patient with another cochlear device as of the date of this report.